Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: d10, h6 medical device problem code. Additional contact info:(B)(6). Due to characterization limit e1 initial reporter: (B)(4). Due to characterization limit e1 event site name: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported condition. During the evaluation, the reported issue could not be reproduced. Review of the device logs identified multiple entries, including iab catheter restriction alarms, augmentation below limit set alarms, and multiple fault 37 events around the time of the reported issue. The unit successfully passed all power-on self-tests and displayed a system test ok message. The device was tested using a known balloon and completed autofill successfully. No parts were replaced during this service activity. All calibrations, functional checks, and safety tests were completed successfully in accordance with factory specifications. The device was returned to the customer.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) unit's screen went black and powered down unexpectedly. The user also mentioned that the unit goes on standby. There was no patient harm or adverse event reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.